Event description:
A zoll distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to power up.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to power up) has been confirmed. Upon investigation the battery charger/modem was unable to power up. The cause for the failure was isolated to a damaged power supply. The power supply cord was cut. The root cause for the cut power supply cable was physical abuse. No adverse event resulted from the defective battery charger/modem.